Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 20mm synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and when it was removed, the distal tip of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported.